Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information of a trend/CAPA inclusion. It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was brushing teeth at the time of the noise. The patient had a previous inappropriate shock due to noise. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was brushing teeth at the time of the noise. The patient had a previous inappropriate shock due to noise. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the event description field for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information of a trend/CAPA inclusion. It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was brushing teeth at the time of the noise. The patient had a previous inappropriate shock due to noise. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information of a trend/CAPA inclusion. It was reported that the patient had an inappropriate shock due to oversensing noise. The patient was brushing teeth at the time of the noise. The patient had a previous inappropriate shock due to noise. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.